Manufacturer narrative:
(B) (4).

Event description:
The pt had a broken lead. During a CT scan on (B) (6) 2006, the pt experienced shocking down his spine into his right leg; the stimulator was on during the scan. It was noted that the CT was an older model multi slice, but did have a higher energy than a standard CT. It was thought that the higher energy CT and the broken lead may have contributed to the shocking. Following the CT scan the pt's legs were numb. The system was removed.